Manufacturer narrative:
(B)(4) - canopy fitting tight around the frame. Evaluation: results: evaluation of the returned product found that the zipper slider body is open on the panel side a main access window. Note: posey instructions for use has a warning statement: never try to rip a panel open as this may damage the access panel or the zipper slider. (B)(4).

Event description:
The customer claims that the material of the bed canopy is fitting extremely tight around the frame and this is producing tension causing the zipper to drop down. The customer did not report any incident or injury to the pt. Inspection of the returned product found that on panel side a main access window the zipper slider body is open.